Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator change out procedure,gradual rise in defibrillation impedance which is within the range was observed on the right ventricular lead upon interrogation. The programming changes were made. The patient did not experience any adverse consequences.